Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that it cannot reset and he is in upstate new york on a sports excursion. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with blank display due to electronic assembly damage by moisture. The insulin pump was received with corroded motor assembly. The insulin pump was unable to verify button error alarms or button keypad anomaly due to blank display. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.